Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module low sorbing set was broken. The following information was received by the initial reporter with the following verbatim it was reported by the customer that low sorbing IV tubing spike broke while spiking a bag of IV heparin.

Manufacturer narrative:
Investigation results: it was reported that the spike broke when spiking it into a bag. One sample model 2260-0500, lot 24015014 was returned for investigation. The set was examined for defects and abnormalities. The spike tip on the set was broken. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier's investigation, the root cause is not due to the manufacturing processes. The probable cause of the breakage is due to a misuse of the spike. A device history record review for material# 2260-0500 and lot# 24015014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.